Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged approximately two weeks after the implant. The ra lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.